Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 4: reference MFR. Report#: 3006705815-2021-02182. Reference MFR. Report#: 1627487-2021-13776. Reference MFR. Report#: 1627487-2021-13777.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 4. Reference MFR. Report#: 3006705815-2021-02182. Reference MFR. Report#: 1627487-2021-13776. Reference MFR. Report#: 1627487-2021-13777. It was reported wound dehiscence/infection was present at the one of the patient's suture sites from a previous surgical procedure. In turn, the patient underwent surgical intervention on (B)(6) 2021. During the procedure, a new butterfly anchor was placed at the open wound and the wound was closed the patient was also administered antibiotics during the procedure and was prescribed antibiotics following the procedure to address their issue. Note: all of the patient's leads are being reported because it's unknown which lead was liable.